Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator used for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient thought she needed to increase the stimulation because she was not feeling stimulation. The patient stated that her implant was not working the way it was supposed to. Patient services had the patient use their patient programmer (pp) and it was determined that stimulation is off. The patient turned the therapy on, and felt stimulation. The patient reported that she felt a jolt when the stimulation was turned on. The patient stated that this was because she was at 2.9v, so she decreased stimulation to 2.5 v. It was confirmed that stimulation was comfortable at this level. No further complications were anticipated/reported.